Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter had an "error 1" issue. The medical surveillance specialist (mss) spoke to the pt on may 15, 2099, and was able to obtain/verify info. The pt tests her blood glucose twice a day. She tests before breakfast and dinnertime around (7:00-8:00 pm). The pt manages her diabetes with set dosages of humulin 70/30 insulin taken twice a day. She does not adjust her insulin dosages based on her meter readings. The pt indicated that the alleged meter issue started on original date, at around 10:00 am that day, the pt did not make any changes to her diet or medication dosages. She ate dinner as usual and took her dinnertime dose of insulin. At 10:00 pm that evening, the pt claimed that she developed symptoms of sweating, seeing dots, and feeling hot. The pt felt as though her blood glucose was low so she administered self-treatment by eating candy. The self-treatment helped to relieve her symptoms. The pt informed the mss that she was not sure if she could have prevented the reported symptoms from developing. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.